Event description:
Procedure type: tlh bs left oophorectomy. According to the reporter: the endostitch malfunctioned . The suture spike became dislodged from the suture line and became lost in the patient. Xray confirmed it was in the patient. One physician freed the vaginal cuff in hopes of finding it and could not locate it. A urologist had to be called in and with the c arm it was found and removed. A cystoscopy again performed to confirm no sutures in the bladder and bilateral urethral jets. Extra charges of 90 minutes of anesthesia, additional or time, and urology consult. Patient status is ok. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more.

Manufacturer narrative:
(B)(4).